Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven (7) years post initial procedure at routine follow-up, computerized tomography scan identified a type 3b endoleak. Reintervention has been scheduled. The patient's status is reported to be good.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately seven (7) years post initial procedure at routine follow-up, computerized tomography scan identified a type 3b endoleak. Reintervention has been scheduled. The patient's status is reported to be good. Additional information received per clinical assessment indicating that significant aneurysm enlargement and stent buckling of the bifurcated stent graft also occurred at the time of reported event. In addition, two (2) type 3b endoleaks were identified at the bifurcated graft.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type 3b endoleak is confirmed. This is consistent with the reported adverse event/incident. Furthermore, two (2) type 3b endoleaks were identified at the distal and proximal portions of the bifurcated stent graft, respectively. The clinical evaluation also shows reasonable evidence to suggest aneurysm sac growth (of 23mm) and buckling of the distal bifurcated stent occurred were not included in the event as reported. These findings were discovered during an examination of the 90-month post implant CT (computed tomography) scan. The most likely causation for the distal type iiib endoleak was related to the stent buckling; however, the causation for the buckling is indeterminate. The most likely causation for the proximal type iiib endoleak was device-related due to the use of strata material. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported in good condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.